Event description:
It was reported by service report that the motion interrupt pan was not secure. The bed was not able to stop in the down motion when the motion interrupt pan is pushed upward. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: motion interrupt pan.